Event description:
I have used your proxabrushes for a few years now but have a problem with the container I am using as two of the brushes fell off the stems when I was first using them. Never happened before. The wire broke and the head came off.

Manufacturer narrative:
Our reporting system experienced technical difficulty and thus this report is delayed. Our vendor, iqvia, has notified us that we have ran into a bug that requires a patch that will be released soon.